Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported to philips that the their is an issue with the monitor. This was a part request by the customer for inventory. No alleged indication of a malfunction found and confirmed the philips authorized service personnel (asp). The philips authorized service personnel (asp) stated that there is no malfunction with the current processor pca. The device remains at the customer site and no further evaluation is required at this time.